Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the freestyle strips and there were no adverse trends that indicate any potential product related issues. A tripped trend review was completed for the freedom lite meter and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported obtaining an unspecified error message when testing on her adc blood glucose meter on (B)(6)2019. On (B)(6)2019, the customer had symptoms of body pain and blurred vision and was taken to a community clinic where an hcp obtained a blood glucose of 410mg/dl. The customer was administered 20 units of long-acting lantus insulin, and metformin 1000mg tablet for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been disposed and not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining an unspecified error message when testing on her adc blood glucose meter on (B)(6) 2019. On (B)(6) 2019, the customer had symptoms of body pain and blurred vision and was taken to a community clinic where an hcp obtained a blood glucose of 410mg/dl. The customer was administered 20 units of long-acting lantus insulin, and metformin 1000mg tablet for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.